Event description:
The catheter (subject device) was returned for analysis and the device investigation revealed that the catheter (subject device) ptfe inner lining was identified in the shaft. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device and the device hub. During visual inspection, the catheter distal shaft was noted to be bent. There appeared to be ring in the catheter hub. During functional inspection, the 0.023" mandrel was verified to meet the proximal shaft. The device could not be flushed. An attempt to advance a 0.0158" patency mandrel was made, the mandrel could be advanced 7cm from the proximal of the hub and could not be advanced further. The patency mandrel was inserted distally and could not be advanced past the same location. The shaft was cut at 8cm. The patency mandrel was advanced though the hub again but could not be advanced. There was what appeared to be ptfe (polytetrafluoroethylene) inner lining lining blocking the catheter shaft. The material was misplaced during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The location was the aca (anterior communicating artery) a2 aneurysm. Built access and used subject microcatheter to half-deploy the stent. However when delivered the stent, it got stuck at tip of microcatheter. Replaced it with another stent to deploy successfully. Then the operator used double microcatheter to fill the coil at the same time but the first coil got stuck at hub and could not be delivered. The operator replaced the microcatheter with another one to fill the coil successfully and filled other two coils to finish the procedure. There was what appeared to be a ring within the catheter hub. The catheter shaft was found to be kinked. The catheter could not be flushed and the patency mandrel could not be advanced. The shaft was cut at the blocked section and what appeared to be ptfe inner lining peeling was found. The catheter shaft may have been damaged when friction was encountered during the procedure due to some procedural/anatomical factors causing the event. The as reported event of catheter hub friction as well as the as analyzed events of catheter shaft kinked/bent, device difficult to flush, catheter shaft blocked/occluded and catheter shaft inner lining peeling will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited.